Event description:
It was reported that the patient presented post-implant with several episodes of non-sustained right ventricular over-sensing recoded by the device. The episodes were attributed to myopotentials where the right ventricular lead settled during the patient's postural changes. No interventions were made. The patient was stable.